Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date, name and/or indication of index surgical procedure? Were two vcpb725d sutures used in the procedure? On what structure and tissue was each vcpb725d suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any pre-existing signs/symptoms of active inflammation or exudate prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please specify. Please specify a type of exudate and location? When was the exudate observed a first time (# of post-op days)? Please explain what does it mean ¿drain was no drain¿? Date of re-suturing/revision procedure? What was the appearance of sutures during the second procedure? Were sutures (vcpb725d) removed? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events were submitted via 2210968-2021-08422.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used by interrupted suturing. After the surgery, exudate did not stop and culture of the exudate was negative. There was no evidence of suture abscess or surrounding inflammation even after the wound was opened. Finally, the wound was opened, washed, closed with non-absorbable suture, and the exudate subsided. There is no possibility of leakage of effusion from the joint capsule. Drain was no drain. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/21/2021. Additional information was requested, and the following was obtained: how was the suture placed (interrupted or continuous)? Interrupted suturing. Please explain what does it mean ¿drain was no drain¿? That meant ""any drain was not placed."" Were sutures (vcpb725d) removed? Yes. What is physician¿s opinion as to the etiology of or contributing factors to this event? He suspected the possibility of allergic reaction. No further information will be provided. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date, name and/or indication of index surgical procedure? Were two vcpb725d sutures used in the procedure? On what structure and tissue was each vcpb725d suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture tied (square knot or multiple knots one end)? Were there any pre-existing signs/symptoms of active inflammation or exudate prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please specify. Please specify a type of exudate and location? When was the exudate observed a first time (# of post-op days)? Date of re-suturing/revision procedure? What was the appearance of sutures during the second procedure? Other relevant patient comorbidities/concomitant medications? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.